Manufacturer narrative:
The device was received for evaluation. The reported complaint of pump "failed to administer medication" was confirmed. The device shut itself down during the infusion process. The failure was caused by oxidized battery door contact from extended use. The reported complaint of pump arm clicks but does not alarm once empty was confirmed. The failure was caused by a piece of foreign plastic residue stuck in between the pusher and the bottom case. It prevented the device from triggering alarms once a infusion cycle was complete. It is unknown how the plastic piece ended up inside the device.

Event description:
The event involved an eps-60s syringe pump that was reported to fail to administer life saving medication tranexamic acid (txa). No additional information has been provided regarding the event, including what unit/area of the hospital the pump was in use on at the time of the event. However, it was reported that there was no patient harm. Testing was done at the facility which involved draining the syringe. When it reached the end of the syringe, and the syringe was emptied, the arm of the device kept clicking with no audible or visual alarm.